Manufacturer narrative:
Based on the investigation and per sample sent by the customer vyaire determined that personnel may be related with the reported defect since if they do not follow the instructions indicated on spm 71-14249 etal on the correct manufacture of the part number 8023hp, they could damage the wire during the molding process of the cap, since if the wire is not properly placed inside the mold, the wire could be trapped for the molds and damage to the plastic surface may occur exposing the wire. Therefore the rot cause was determined. In addition pfmea 07d was reviewed and we have the controls for this kind of issues. As corrective and preventive action, personnel were retrained on spm 71-14249 etal highlighting the correct molding process for the wire. Also personnel were notified about the complaint.

Event description:
It was reported to vyaire medical that the 4681-504-inspiratory line htd 8ft adult 20/cs started to fire while connected to a patient. The customer confirm that there is no harm associated with the reported event.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.